Event description:
1) two incidents reported. Catheter with 45cc fluid added ruptured balloon non intact. Piece remained in bladder. 2) catheter with 30cc added ruptured. Entire evidence of balloon remained in bladder.